Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 200 units of insulin. In addition, a cartridge change error occurred during the load sequence. Customer¿s blood glucose was 82 mg/dl. Reportedly, a new cartridge was filled and loaded successfully.